Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during use the motor device "hose was broken." The reporter clarified that the broken part was near the connection of the handpiece. It was not known whether the hose became ¿occluded¿ with the chair, a foot switch and a ¿clam.¿ it was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The report stated that the product occurence was not related to the health of the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.